Event description:
It was reported that patient was experiencing inadequate pain relief as well as difficulty charging the implantable pulse generator (ipg). The patient underwent a replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear eads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 18117691 / 18775915.